Event description:
Discordant calcium (ca) and phosphorus (p) results were obtained on a dimension vista 1500 instrument on two patients. The discordant results were not released to the physician(s). The samples were rerun on an alternate instrument and those results were reported to the physician(s) as the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant ca and p results.

Manufacturer narrative:
A siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant calcium and phosphorus results was unknown. The tsc determined that there was no indication of reagent delivery or sample mixing issues based on the result monitors. The tsc also determined that a review of the instrument error log, did not indicate the cause for the event. The instrument is performing within specifications. Further evaluation of the device is not required.